Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the rep opened kit npv0083171 and noted when the clinican app was used they saw 'handset update required'. Agent reviewed field action information and reviewed that this sn is part of the field action (see attached documents that include this kit). Agent and caller discussed next steps. The rep stated this kit was for 'hca'. Caller intends to use kit sn npv0084188 instead which agent did not find on the list of affected sns.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.